Manufacturer narrative:
Per tandem¿s user guide: ¿humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked insulin near the guide tracks. Reportedly, customer filled the cartridge while the cartridge was on the pump and tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 536 mg/dl which was addressed by a manual injection and by customer drinking water.